Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused. The issue was noticed after patient infusion. The device was filled with 20ml fluorouracil and 85ml saline. The expected infusion time was 46hours; however, the actual infusion time was approximately more than 58 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d5 (remove "patient/consumer"). Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 3 september 2025 and 5 september 2025. H11: the device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.